Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up. It was noted that the lead was fractured. The physician decided to replace the lead. During procedure, it was noted that the device can was contaminated with white dirts which was scrapable. The cause of contamination was unknown.the device and lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction : - updated serial number , UDI ,expiration date , batch/lot number, - updated method and results code.

Manufacturer narrative:
Additional information - the reported event of infection was not confirmed. The device was received in normal range of operation. Visual inspection of the can noted white particles that is consistent with parylene coating which covers the can and started to peel off. It was suspected that a manufacturing anomaly may have occurred that contributed to the reported issue. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity. Battery assessment also indicated that the battery voltage was still in normal range of operation. The sterilization records were reviewed, and no evidence of abnormal sterilization was found.